Manufacturer narrative:
Additional information was received. The patient was having tricuspid regurgitation and hepatic congestion. The patient was not a surgical candidate and the tricuspid valve area was too big for tricuspid valve placement using a tavr. The patient elected to have an off-label procedure performed and have the valve was placed between the hepatic vein and left atrium (ivc).the procedure went well and there were no malfunctions or adverse events. The patient is currently doing well. As the valve was intended to be placed in the ivc and there is no evidence or allegation of a device malfunction or adverse event, the event is not MDR reportable. A corrected supplemental report is being submitted.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through implant patient registry, the patient had a 29mm sapien 3 valve implanted in the ivc. It was not clear if the valve was intended to be placed in the ivc. No additional information was provided.